Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that five nurses were reporting issues with air in line alarms with amiodarone and propofol and complained about nuisance air in line alarms. The bd on site teams reviewed air in line troubleshooting with available clinicians. The clinicians misidentified the pressure sensors as the air in line sensor. Information on patient involvement is unknown. Although requested further information was not provided.